Event description:
I use the omnipod insulating pump system. The omnipod has an adhesive that allows the insulin pump pod stick to my skin. I have been using the omnipod system for 8 plus years but have recently developed an allergic reaction to what appears to be the adhesive. The reaction consists of blisters, sores and a terribly itchy rash. The omnipod is supposed to last 3 days prior to changing the site. However because of the allergic reaction I am having to change omnipod sites after 1-2 days of placement of the omnipod. Based on diabetes message boards it appears that the manufacturer of the omnipod system may have changed the adhesive which is causing my allergic reaction and many other's reactions as well. I am getting very little sleep, high blood sugars and am having to take antibiotics and a topical steroid cream to treat the allergic reaction areas.